Event description:
Perclose closure device broke while in pt artery during deployment in the cath lab. Distal end of perclose broke from device. Pt's right leg was x-rayed and distal portion of device confirmed to be in pt's right sfa. Manual pressure was held to ensure hemostasis was maintained. Hemostasis was confirmed and pt was transferred to butler memorial for surgical intervention. Pt was in stable condition for duration of event and transfer.